Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. The lot number was provided. Review of the device history record for this lot is forthcoming. Any relevant finding will be submitted in a follow up report.

Event description:
During the use of a jowire ptca guide wire, by a physician, part of the guide wire broke off in the patient. The patient was taken to surgery and is reportedly doing fine.